Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient required a revision surgery for periprosthetic fracture of hip. Patient admitted into hospital after a trip and fall at home.

Event description:
Patient required a revision surgery for periprosthetic fracture of hip. Patient admitted into hospital after a trip and fall at home.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an exeter stem was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the stem, metal head, and liner were all explanted. The devices appear covered in blood/tissue. No obvious damage is observed. No conclusions can be drawn from the photograph. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic fracture. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the stem, metal head, and liner were all explanted. The devices appear covered in blood/tissue. No obvious damage is observed. No conclusions can be drawn from the photograph. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Although it cannot be confirmed, it is likely that the reported patient trauma (fall) contributed to the periprosthetic fracture event. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.